Manufacturer narrative:
B2- date of event is estimated.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Company manufacturer met with patient and was able to achieve connectivity which re-established a connection with the device and was able to be recovered.

Manufacturer narrative:
T was reported to abbott, a patient was unable connect with their ipg. The patient underwent rfa therapy where the ipg was not placed in surgery mode. The rep was able to recover the ipg with their clinician programmer (cp). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.